Manufacturer narrative:
Concomitant medical products: model: 5076-45, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department for a rhythm check. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) remote transmission showed atrial events falling in atrial blanking causing device classified termination of mode switch. Follow up was conducted and no reprogramming has been completed. The device remains in use. No patient complications have been reported as a result of this event.